Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the cause of the out of range/high impedances was determined to be most likely positional changes to the deep brain system. Patient was brought into the clinic on mar-11 to have the device interrogated and for the patient to be seen by the surgeon. It was found that the device had impedance changes based on the patient's postural positions. The healthcare provider (hcp) referred the patient to the programming doctor, for more trouble shooting. An appointment had not been scheduled or provided to the assisting rep at the time.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's stimulator seems to be malfunctioning. The patient said that they have an error code and they are shaking and having a hard time swallowing. Patient also said that it feels like they are getting electronic pulses. Patient said that the message says that the therapy is below the requested level and they can't adjust therapy settings. Patient called manufacturing representative this morning and was told to call patient services. During the call the patient was able to increase their stimulation on both sides a little bit and said it felt like it was running like it should. Patient will monitor symptoms and call back if needed. The caller was redirected to the patient's healthcare provider to further address the issue. Patient stated they have contacted hcp office and are waiting to hear back. Additionally, rep reported that they spoke to a patient today who reported seeing error code 1098 on their handset. The caller was not with the patient at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported the cause of the code is unknown. Rep reported that the patient has some postural impedance issues which may have contributed to the error code. Patient was brought into the clinic as the soonest possible time on (B)(6) 2026 to have the device interrogated and for the patient to be seen by the surgeon. It was found that he device had impedance changes based on the patient's postural positions. Healthcare provider (hcp) referred the patient to see another hcp, the programming doctor, for more trouble shooting. It is unknown if the issue is resolved. Rep called patient services later, reporting the patient has experienced several out of range warnings. Caller stated that the patient is having this issue where they can feel the stimulation turning on and off--agent inquired if the patient (pt) was visibly seeing the implantable neurostimulator (ins) off on their programmer but the understanding is that the sensation was that stim was on/off, not that the actual externals showed the ins turning off. Caller said that patient noticed a tremor in their hand and leg and thought that was not normal so they went to adjust their controller and got an out of range warning. Agent reviewed that the device is still outputting stimulation, but it is not giving the exact value that they are looking for. Agent reviewed message is due typically to higher amplitudes, higher rates, and high impedances. Pt's primary contact pair is 0-c+ which displayed 1895ohms on first test (pt running around 3.4ma). Agent had caller try to test in different positions and caller was able to get the impedance test to greater than 5k ohms with not too much effort while pt was in a position that patient could potentially find themselves in--rep got this value via pushing the battery slightly to the lateral side of the pt's chest. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller notes that left lead impedance values are around double the right side; however, impedances for all contacts during in initial impedance test were within normal ranges.